Event description:
An alarm issue was reported with the freestyle libre 2 sensor while in use with the freestyle librelink application. Customer reported receiving a sensor scan result of 'lo' (reading <40 mg/dl) however no alarm sounded and as a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of "sugar and coke" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor while in use with the freestyle librelink application. Customer reported receiving a sensor scan result of 'lo' (reading <40 mg/dl) however no alarm sounded and as a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of "sugar and (B)(6)" by a third-party. There was no report of death or permanent impairment associated with this event.